Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2316-50, serial: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model: sc-3400-30. Serial: (B)(4), description: infinion splitter 2x8 kit 30 cm. Model: sc-4316, lot: 16972915, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's scs caused his heart to stop when turned on. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132/(B)(4) device evaluation indicated that the sc-1132 (B)(4) returned was analyzed and no anomalies was found.

Event description:
A report was received that the patient's scs caused his heart to stop when turned on. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician could not identify any interference with the device on issues with the heart stopping. It was also noted that the patient only had six working contacts.

Event description:
A report was received that the patient's scs caused his heart to stop when turned on. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient's scs was affecting her heart rhythm and was causing discomfort in his chest. The patient underwent an explant procedure.

Event description:
A report was received that the patient's scs caused his heart to stop when turned on. The patient will undergo an explant procedure. No device malfunction was suspected.